Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was received. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned at a later date, complaint will be reopened and investigation will be completed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device did not deliver all of programmed medication. Volume indicated on device to be infused was inaccurate when patient returned 46hour later to have pump disconnected. There was patient involvement, and no patient harm/adverse event reported.